Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described issue was unconfirmed. Without use of the pointer tool the described issue cannot be confirmed. With the available information and the allegation of a cut being inaccurate a single root cause could not be established. It is important to note that 2mm or less accuracy is considered within the expectations for system performance based on data gathered in the validation process. Therefore a root cause cannot be determined with a single assignable cause. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Root cause summary: the investigation found no issues or defects, because the pointer tool was not used. Therefore, the most probable cause for the described issue cannot be established as no defect was found. Additionally, it was found that the user is not mounting the robot to the bedrail which can be linked to improper handling by the user.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device and the base station, after all the cuts were made, it was found that the posterior chamfer had been resected too much, meaning there was a larger gap between the trial implant and the cut. Unfortunately, the user does not not know if the femoral antenna was moved during the operation, resulting in an incorrect cut being made. When removed the femoral checkpoint, it indicated ok. Unfortunately, the user did not check with the pointer how much had actually been resected compared to what was planned.. Since the trial implant was fix anterior/ posterior the procedure was continued and completed successfully. No fragments were generated. There were no delays in the procedure reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.